Event description:
The patient's medical history included being diabetic since 1969, first treated with porcine insulin use (unknown brand, formulation and duration). Human insulin (unknown brand and formulation). Use for one year (2001). Concomitant medications were not provided. The patient was taking an unknown brand and formulation of human insulin via a humapen ergo ms8930 burgundy clear device for diabetes mellitus. Pt was hospitalized on four occasions on unknown dates in august 2002. These hospitalizations occurred once for a few days; three days; two days; and on the last occasion, for three weeks. On one of these occasions the patient was admitted to the hospital with a glucose level of 700 (mg/dl). It was reported the event of hyperglycemia occurred from jul-2002 through aug-2002. On the last hospitalization occasion of three weeks, the patient was required to bring in the pen being used to the hospital. It was reported the physician stated the pen did not work properly and had failed. At the hospital, a sales representative gave the patient a new humapen ergo and taught the reporter and their spouse how to use the humapen ergo. At an unknown date, the patient was discharged to home when the hyperglycemia level and general health status of the patient had normalized. At the time of this report the patient was fine and the adverse event had not recurred. The unknown human insulin was continued. A humapen ergo device (type unknown) was continued. The affiliate has been unable to contact the physician for further information therefore a relatedness assessment cannot be obtained. No additional information is expected. The operator of the device was both the patient and the patient's spouse. Training on device usage was provided to the users. Duration of humapen ergo use was unknown. The patient had used syringes prior to the start of humapen ergo. This particular humapen ergo burgundy clear device was started on in 2002. The device with the product complaint was returned to the affiliate on 28-oct-2002. No initial analysis comments were made by the affiliate. The device is being returned to the manufacturer for further analysis.